Manufacturer narrative:
Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining longevity. Data analysis was completed which confirmed the device was depleting earlier than expected and device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A high than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. This capacitor caused a high current drain condition which depleted the battery. Laboratory analysis concluded the compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
This device has not yet been returned. This report will be updated should additional information become available or if analysis is completed.

Event description:
Additional information was received indicating the device was explanted and successfully replaced. No additional adverse patient effects were reported.